Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), short posterior mitral leaflet, anterior mitral leaflet (aml) flail and prolapse for a mitraclip procedure. The first clip (xtw) targeted the medial side of the anterior leaflet segment 2 and posterior leaflet segment 2 (a2p2), at the location of the prolapse and flail of the aml. During advancement of the clip into left ventricle (lv) the flail of the aml became entangled with the top of the anterior gripper. The aml could not be separated from anterior gripper and the clip could only grasp the one leaflet, which was not sufficiently inserted. After deployment of the first clip on the aml, mobility increased and the mr was medial to the clip. For stabilization, a second clip (xt) was placed medial to the first clip. The mr was reduced after grasping. After deployment of the second clip, residual mr jet remained lateral to the first clip. The third clip was not attempted due to the short pml at location of residual mr. Finally, the mr was reduced from grade 4 to 3. The patient was stable and moved to recovery. Per the physician, the loss of leaflet insertion and mobility was due to the entrapment with the gripper and the aml. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported entrapment of device (anterior medial leaflet (aml) became entangled with the top of the anterior gripper) appears to be related to patient morphology/pathology due to the aml flail. The reported migration (mobility of the clip) and foreign body in patient were due to the entrapment of the device as the clip was only deployed on one leaflet. The reported unexpected medical interventions were results of case-specific circumstances as the clip was deployed at an unintended location and another clip was implanted for stabilization. There is no indication of a product issue with respect to manufacture, design or labeling.